Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se found the unit failing the bd (breath delivery) audio test portion of and est (extended self-test). The se reseated the cables on the power distribution/power control module. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powered on a 980 ventilator generated a bd (breath delivery) post (power on self-test) error message. The ventilator was not in use on a patient at the time the event occurred.